Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: we did receive performance data collected from the device and have analyzed the data. Battery voltage was pre/approaching eri (elective replacement indicator). The weekly battery voltage trend data in save to disk file (B)(4) shows minimum battery equal to 2.853 to 2.635 volts between 07-dec-2011 and 11-jul-2012 is just before device rrt (recommended replacement time) less than or equal to 2.6251 volts. The device was returned and analysis revealed normal battery depletion.

Event description:
It was reported that the device may have reached the elective replacement indicator [eri] prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.